Manufacturer narrative:
Device was returned for evaluation. Visual inspection found the pump to be in good condition without any external damage. Review of the event history log confirmed the complaint of check clutch error. The alarm was able to be duplicated during flow testing. Upon mechanical evaluation the position potentiometer connection the the mainboard was found loose. Once the cable was tightened, pump passed all functional and delivery testing. Investigation was unable to determine the root cause for the loose connection.

Event description:
A report was received that stated the pump alarmed "check clutch." No patient injury or adverse event was reported.